Event description:
It was reported that the plunger for the bd® luer slip tip syringe sterile was difficult to move. The following was received fromt the initial reporter: stopper is very tight. Stopper is unable to move.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the plunger for the bd® luer slip tip syringe sterile was difficult to move. The following was received fromt the initial reporter: stopper is very tight. Stopper is unable to move.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-oct-2023 . H6: investigation summary 1,575 unopened samples were received by bd for evaluation. A quality engineer was able to review the samples of a syringe 1ml ls 200 s/c from lot # 2042937 regarding item # 309659 with the reported complaint of "plunger movement difficult". The samples were evaluated for functionality and lubricant presence via exercising the plunger rod. All samples were observed to have some level of lubricant present and were functional, with the plunger/stopper gliding along the barrel with little to no resistance. The syringes received were acceptable per product specification. A root cause was unable to be determined. No corrective action is required at this time. A device history record review was completed for provided batch number 2042937. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch #2042937 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.